Event description:
It was reported that while using bd phoenix¿ ast broth there is contamination of 20 tubes. No patient impact reported. The following information was provided by the initial reporter: "contains impurities."

Manufacturer narrative:
H.6. Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2195073 . The customer provided a photo of the affected tubes but did not return samples for the investigation. The photos show multiple tubes with batch numbers present but defect could not be confirmed from the photos. To investigate, retention samples of the complaint batch were manually and visually inspected for impurities. The inspection revealed tubes with impurities, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed two other complaints on batch 2195073, not related to this defect. Complaint trending was performed and there are no trends associated with this defect. H3 other text : see h.10.